Manufacturer narrative:
One device was returned for evaluation. The device was visually evaluated via an eye loupe at 10x. It was observed the edge form is damaged at the radius transition. The device was functionally tested and performed with no issues. Blade was evaluated for the cause of shedding. Blade exhibited some friction associated with a protrusion at the tip radius transition. A correction was initiated in august 2012 that requires all fabricated edge forms to be reworked in order to eliminate the protrusion at the tip radius, which is the cause of the problem. The returned assemblies/components were fabricated prior to the corrective action, which is currently in place. The components were built to the then design specifications. A review of the device history record was performed which confirmed no inconsistencies. After the evaluation the root cause for the reported incident was found to be a manufacturing issue that has since been addressed. No further investigation is necessary at this time. (B)(4).

Event description:
During an acl repair procedure it was reported that while shaving, metal filings were coming out of the shaver blade. The issue created a ten minute surgical delay as a new blade was retrieved to remove the filings from the joint space.